Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 3004485144-2016-00210 and 00211.

Event description:
The sales associate reported a broken screw and t-handle during a lumbar fusion procedure. The case was a revision to remove the broken screw. The broken t-handle was found after the case. The surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The plug was returned as associated product in relation to the broken pedicle screw (reference report # 3004485144-2016-00211). There was no allegation of deficiency or issue of any kind with the plug. Additionally, the plug was examined and there were no indications that the plug was damaged or had malfunctioned in any way. There are no indications that the plug contributed to the breakage of the pedicle screw.